Event description:
It was reported that on (B)(6) 2017, a 25mm trifecta valve was implanted successfully. On (B)(6) 2021, an echocardiogram showed no abnormalities in the patient. On (B)(6) 2022, echocardiogram was performed and revealed aortic regurgitation and enlargement of the left ventricle. The trifecta valve was surgically removed and replaced with a 25mm non-abbott valve. Upon inspection of the trifecta valve, it was noted that there was pannus, commissural insufficiency, and incomplete coaptation. The patient is reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to aortic regurgitation and enlargement of the left ventricle was reported. Three photos were received from the field appearing to show the explanted valve. Information from the field indicated that pannus, commissural insufficiency, and reduced flexibility of the leaflets were observed in the explanted device. The investigation found that all leaflets were of normal thickness. The inflow and outflow surfaces were unremarkable. The sewing cuff was intact. There was essentially no pannus formation. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no tears observed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.